Event description:
The reviewed literature article contained a study of 279 csf shunts. The shunts consisted of unspecified medtronic strata- and delta-type valves, competitor valves, and unk catheters. The source literature reported the following events: 67 failures due to proximal obstruction, 18 infections, 14 failures due to distal obstruction, 17 valve changes for unk reason, and 16 cases of disconnection/skin erosion/or other unidentified etiologies.

Manufacturer narrative:
(B) (4). Mcgirt mj, buck dw, sciubba d et a. Adjustable vs set-pressure valves decrease the risk of proximal shunt obstruction in the treatment of pediatric hydrocephalus. Childs nerv syst 2007 march; 23(3): 289-95.